Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during a case, the site attempted to take 2d images with the system, but the images were showing grayed out on the mobile view station (mvs). The site rebooted the system and the issue occurred again. The site decided to abort use of the imaging system and navigation system and bring in a different imaging system. Later, it started to work after the 3rd reboot. There was no patient impact reported and a less than one hour delay to surgery.